Manufacturer narrative:
(B)(4). Unit passed displacement test. Pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.